Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was unable to implant. The ra lead was not used. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event was ¿lead screw-in issue in the atrial appendage as the ra was dilated¿. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. After cleaning and by applying torque to the inner coil, the helix could be extended and retracted. The measured helix extension length was within specification. Electrical testing did not find any indication of conductor fractures, but internal shorts were noted due to overtorqued inner coil. Visual inspection of the lead did not find any anomalies.